Event description:
The report states: the pt was revised to address dislocation and loosening of the constraining ring. Disassociation of the constraining ring was also reported.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.